Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer (con), via the manufacturer¿s representative (rep). Who reported, seeing a 574 error code on the programmer. And felt like their device was off. The cause of the issue, was the physician interrogation their device with an older style clinician programmer. And completely wiped it. A connection test was performed (no impedance testing, due to not tolerating it historically). To resolve the issue. The device was set up from scratch. And settings were reset, based on reports from previous visits and the device was turned on.